Event description:
The customer reported while using the sys they brought up an image then the unit shut down. Also every led is now blinking. The customer restarted the unit and had no success. Pt involved but not injured.

Manufacturer narrative:
The svc rep repaired the wiring harness connection. The sys operates as intended.